Manufacturer narrative:
The suspect product was received for analysis, during which both visual inspection and functional testing were performed. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported as it shows that this device has not been in for service yet. The downstream occlusion test was found to be out of specification; however, the reported issue could not be replicated during testing. As a result, the root cause of the reported issue could not be determined. No issues were identified with product delivery, as the dso sensor was found to be properly calibrated.

Event description:
It was reported that the yield test was found to be higher than expected, and this issue was identified during maintenance activities. During the investigation revealed that the downstream occlusion test was out of specification. Based on these findings, the event is considered reportable. There were no patient involvement or adverse events were identified.